Event description:
Per independent repair center statement; the unit has low o2/yellow light. The key failure was a leaking valve operator. Additional malfunctions were leaking zip ties, and leaking clamps.